Event description:
Olympus was informed that at the beginning of a therapeutic laparoscopic bilateral tubal ligation procedure, the falope-ring partially transected the patient's right fallopian tube and fell into the patient's uterus. Minor bleeding was observed and controlled with cautery. The falope-ring was retrieved using a laproscopic grasper. It was reported that the physician felt some resistance with the tongs during the procedure. The physician discontinued use of the devices and removed the second falope-ring. The intended procedure was completed by tubal ligation. The patient was discharged home the same day. No further information was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the cause of the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented.